Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir compartment had leak on it. Customer stated the leak was past 2nd o ring. No harm requiring medical intervention was reported. Customer stated he had to use 3 reservoirs last night, the top would not came off, and one reservoir had busted open and he lost half a vial of insulin. Customer reported that they also received insulin flow block alarm. The insulin pump will not be returned for analysis.